Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr1673 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebr1673) have been reported from the same facility.

Event description:
Per sales rep, the facility reported the powerglide pro catheters have been kinking at the hub and do not last 29 days. This file addresses the first device. On 9/15/2017 - facility reported to the tm that they are using the statlock provided in the kit to secure the catheter.